Event description:
A distributor in (B)(4) reported that the water feedset tube was broken at the connection between the feedset tube and bag spike of an mr290 vented autofeed humidification chamber. This was reported before patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected for the reported damage. Results: visual inspection revealed a break in the water feedset tube at the connection to the bag spike. The surface of the break was rough (not smoothly cut). A lot check revealed one other confirmed complaint of this nature for lot number 121017. Conclusion: the feedset tube break was rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the spike possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the water feedset tube was broken at the connection between the feedset tube and bag spike of an mr290 vented autofeed humidification chamber. This was reported before patient use.